Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s other blood glucose level was 506 mg/dl,486 mg/dl,260 mg/dl. The customer was treated with bolus. Customer also reported that she never had any vibrate or the crazy sound from insulin pump. Customer also reported that insulin pump did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Troubleshooting was performed. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer reported that failed battery alarm was occurred and insulin pump was not working. Advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device received with normal operating currents, no failed battery test alarms noted during testing. No unexpected power loss alarms, or low battery alarms noted during testing. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. (B)(4).